Event description:
It was reported that during a coronary artery drug-eluting stenting treatment procedure, a balloon rupture and vessel dissection occurred. The procedure was indicated due to recurrent severe chest discomfort, dyspnea, slight bradycardia, hypotension, and EKG changes suggestive of an acute st-segment elevation myocardial infarction (stemi). The heavily calcified, ostial target lesion was in the proximal right coronary artery. A 2.0x20mm maverick balloon catheter was advanced to treat the target lesion, but the balloon would not cross. The maverick was exchanged for a 1.5x15mm apex balloon catheter, and the target lesion was pre-dilated to 18 atmospheres. Additional pre-dilation was performed with a 3.0x12mm quantum balloon catheter. St-segment elevation was again observed with "slight" hemodynamic compromise. A 3.5x16mm taxus liberte drug-eluting stent was advanced to the target lesion and dilated to "high pressures" to deploy the stent. The stent balloon was pulled back slightly to dilate the ostium. The balloon was inflated again to "high pressures," and the balloon ruptured. An aorto-ostial dissection was noted. A 3.75x8mm non-bsc balloon catheter was advanced to post dilate the ostium. The 3.75x8mm non-bsc balloon catheter also ruptured. Another 3.5x8mm taxus liberte des was implanted to the ostium. The patient became pain free with resolution of the st-segment elevation. There were no additional patient complications reported with the patient's current condition listed as "fine."

Manufacturer narrative:
Device analysis: as no device was received for analysis, it is not possible to perform any inspections on the device. Therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. Device history record review could not be performed as the batch number is unknown. The most probable root cause is determined to be anticipated procedural complications. Product unavailable for analysis